Manufacturer narrative:
The investigation is ongoing. Device discarded.

Event description:
As reported by edwards field clinical specialist, the patient underwent a transfemoral transcatheter aortic valve replacement procedure for implantation of a 23mm sapien 3 ultra valve in the native aortic annulus. A balloon aortic valvuloplasty (bav) of the aortic valve was performed with a z-med balloon. During bav, it was decided to leave on the z-med balloon cover to use it as an introducer into the esheath. The risk of the balloon cover going into the body was discussed with the team. Right before ballooning the aortic valve, it was realized that the balloon cover had not been pulled. The plastic cover was on the wire and an after bav an unsuccessful attempt was made to retrieve the cover through the 14 fr esheath. A decision was made to perform a cutdown to remove the cover and the esheath. The procedure was completed with a new esheath and the valve successfully implanted in the aortic annulus. There was no vascular injury to the patient. The esheath will not be returned for evaluation. Per report, the esheath was not damaged, it was exchanged to try to troubleshoot where the plastic piece of the z-med balloon cover. After exchanging the 1st esheath and inserting a new one, it was confirmed that the cover was in the patient's body. There was no damage to any of the edwards devices.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, investigation conclusions) and h10 to reflect engineering investigation. The 14fr esheath+ was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. There was no photos or imaging provided for review. The esheath+ introducer set IFU, preparation manual, and procedural manual were reviewed for guidance and instructions. The procedural manual provides guidance on sheath removal. Remove the suture securing the sheath, remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards, and do not re-advance the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section and reinsert dilator into the sheath or have an appropriate dilator ready to occlude the vessel if required. Appearance of the sheath upon removal includes, some curvature of the sheath may be present, ripples along the seam are normal and an open tip and seam are to be expected. It is important to remember through the procedure to: initially insert the introducer sheath with the edwards logo facing up, suture the sheath in place, once completed, remove the sheath completely with the edwards logo facing up, remove the sheath without torquing and do not re-advance or reinsert the sheath at any time. Proceed with vascular closure as per standard of care. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for withdraw catheter and valve through sheath from a non-edwards device was unable to be confirmed as the device was not returned and no imaging was provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. In addition, the event does not allege a labeling issue nor were any deficiencies identified in the review of the IFU and training manuals. Per report, 'during pre-ballooning of the aortic valve, the balloon cover off the z-med balloon was left on and a decision was made to leave the cover on as it was used as an introducer into the esheath. The doctor used it and right before ballooning the aortic valve, realized that the balloon cover was not pulled back and that the plastic cover was inside the patient. The plastic cover was on the wire and an unsuccessful attempt was made to retrieve the plastic through the esheath. The plastic could not be retrieved through the esheath so a decision was made to perform a cutdown to remove the plastic cover and esheath'. The characteristics of the plastic cover (size, shape, material) are unknown, but it is likely that attempts to snare the plastic cover caused interaction with the sheath tip and difficulties retrieving. Follow-up information states, 'nothing was wrong/damaged with the esheath' and the physician was warned of potential embolization of the plastic cover if used in the patient. In this case, available information suggests that a user error (misuse of non-edwards device) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling or IFU training inadequacies were identified. Therefore, no corrective or preventive actions nor product risk assessment are required.